Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. The customer attempted to address elevated blood glucose with a correction bolus via the pump; however, the customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.